Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI isp for evaluation. Visual inspection identified no anomalies with the returned port. Functional testing found the port patent to infusion and aspiration without issue. Therefore, as the device functioned properly under laboratory conditions, the investigation is unconfirmed for the alleged bleed back/failure to infuse. The definitive root cause could not be determined based upon the available information. It is unknown if third party device issues, connection issues, patient issues, and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when attempting to infuse through the port device by infusion pump, blood allegedly flowed back into the device. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is unknown. The investigation is currently under way.

Event description:
It was reported that the healthcare provider was unable to infused through the port device; however, was able to aspirate from the port device when using the infusion pump. There was no reported patient injury.